Manufacturer narrative:
Eval codes: conclusion: (other) - an investigation was conducted to evaluate a complaint trend associated with lens tears. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and a haptic got stuck in the injector and tore off upon insertion. The lens was removed without any pt injury. This is one of two lenses the surgeon attempted to implant in this pt (see MFR report# 2023826-2009-00207). The third same model lens was successfully implanted.